Manufacturer narrative:
(B)(4). Bulging and narrowing of vagina. Additional narrative: it was reported that the mesh was removed due to pain and problems in vagina and rectum while standing, walking, sitting and laying. Bulging in vagina and narrowing and closing of vagina, scarring and erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of cystourethroscopy, fluoroscopy, bilateral retrograde pyelography, urethrolysis, removal of foreign body (previous urethral sling), and cystocele repair performed during mesh implantation. It was reported that following insertion the patient experienced constant pain in vaginal, rectal and perineal areas, pressure and fullness in standing, aching, throbbing, and stabbing in vagina and rectum, constant burning in hips and buttocks when sitting, laying and walking. The patient also experienced loss of sexual use of vagina- no intercourse and painful, vaginal scarring. It was reported that patient underwent enterocele repair and old scar removal on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent excision of vaginal mesh and vaginal reconstruction on (B)(6) 2009 and (B)(6) 2009.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and pelvic floor repair mesh and an obtryx sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.